Event description:
It was reported that balloon rupture and procedure was abandoned. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2mm x 20mm x 142cm and 2mm x 20mm x 143cm coyote es balloons were used respectively together with a 6f guidezilla ii guide extension catheter. During the procedure, the guidezilla catheter did not pass through either balloon. Subsequently, the first balloon was used but ruptured, probably due to a calcified lesion. The second balloon was then used but burst in the same way. The balloon catheter was removed in the same way as when it was ruptured. The procedure was abandoned. No patient complications were reported.